Event description:
On (B)(6) 2009, pt reports he has an air bubble in the insulin cartridge. Pt reports the air bubble appeared 4 days ago. Advised that adapter needs to be changed with every 10th insulin cartridge change. Had pt disconnect from infusion device and prime air bubble out. Had pt reconnect to infusion site and put the infusion pump in run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested for return; infusion adapters were sent.

Manufacturer narrative:
No product will be returned for evaluation.